Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of wrinkles, connecting tube have wrinkle. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, dirt on the bending section, dirt on the right left and up down knob, dirt on the universal cord, dirt on the connecting tube, and foreign object in forceps elevator was found. There was no patient involvement.